Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient with an implantable neurostimulator (ins) for peripheral neuropathy. The caller stated that the patient¿s device quit working but is still implanted inside of the patient¿s body. There were no patient symptoms reported and no complications reported.